Event description:
Dr. C/o EKG monitor interference whenever esu on. The patient's grounding pad and the unit settings and connections were checked immediately. The interference continued. Another esu was brought in to replace first one. Proper grounding applied - no further interference.other devices used: - EKG monitodevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. Invalid data - on device destroyed/disposed of status.